Event description:
It was reported that during a cholecystectomy procedure, the device jaws did not close properly and the staples remained open. When releasing the firing trigger, the staples fell out. The procedure was completed by using another device. No patient consequences were reported.

Manufacturer narrative:
.